Event description:
Reporter alleged the needle from the multiclix lancet drum protrudes; broke off twice into the customer's finger. Reporter stated he pulled it out and no medical treatment was sought. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.